Event description:
It was reported that the patient had been acting strangely for several days. They have been seeing things on the door bell camera that weren't there and claiming their son had been putting pictures on the door bell camera. The patient denied all statements and actions. The patient wanted to leave the door open for the cat, stating the cat was outside, when the cat was actually inside. The patient was easily angered. The patient's diagnosis was paranoia. The only thing the patient has done differently has been forgetting to turn their dbs off a couple nights prior to the report. It was presumed that getting back into the habit of turning the dbs off each evening resolved the issue of paranoia because it was not discussed at next clinic visit. Forgetting to turn the dbs off each evening seemed to have caused the issue. The patient was quite sensitive to stimulation. The issue was resolved without sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.